Event description:
After intra-aortic balloon pump for 14 hrs, the "leak in iab" system alarm sounded from the system 97 pump and blood was noted in the tubing. The pt was stable after the event and was discharged from the intensive care unit to the intermediate care unit. (Event complications: none from the event- reported 8/27/98.) (Pt's current status: stable - reported 8/27/98.)

Event description:
After iabp for 14 hrs, the "leak in iab" sys alarm sounded from the sys 97 pump and blood was noted in the tubing. The pt was stable after the event and was discharged from ICU to the intermediate care unit. On 9/2/98, datascope was notified that the iab was inserted into the pt on 8/26/98 and removed on 8/27/98. No second iab was inserted into the pt. There was no pt injury or complication as a result of the event. [Event complications]: none from the event-reported 8/27/98, 9/2/98. [Pt's current status]: stable-rpt'd 8/27/98.